Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, smoking, deep vein thrombosis, pulmonary embolism, migraine, atrial septa aneurysm, thrombophilia, hypertension, diabetes, heart failure, chronic obstructive pulmonary disease, coronary artery disease, malignancy, and renal disease. Complications reported included death, surgical intervention (pacemaker), stroke, transient ischemic stroke, myocardial infarction, atrial fibrillation, bleeding; these complications are anticipated for the procedure and subject population. The reported off-label use was due to the use of amplatzer septal occluder for patent foramen ovale (pfo) closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer septal occluder instruction for use (IFU), states: "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration." "The use of this device has not been studied in patients with patent foramen ovale." D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "sex-based differences in long-term outcomes following transcatheter closure of patent foramen ovale for cryptogenic stroke".

Event description:
The article, "sex-based differences in long-term outcomes following transcatheter closure of patent foramen ovale for cryptogenic stroke", was reviewed. The article presented a retrospective, single center study to assess sex-based differences in long-term outcomes after transcatheter closure of patent foramen ovale (pfo). Devices included in the study were amplatzer pfo occluder, amplatzer septal occluder, premere, starflex, and helex/gore devices. The article concluded no sex-based differences in recurrent cerebrovascular events, survival, or new-onset atrial fibrillation were observed in this study, suggesting equal benefits for both sexes. Future studies should report outcomes by sex to enhance the reproducibility of our findings and help support guideline development. [The primary author was eduardo flores-umanzor, hospital clinic de barcelona, barcelona, catalunya, spain. The corresponding author was eric horlick, toronto general hospital, 200 elizabeth st, room 6e-249, toronto, on m5g 2c4, canada, with corresponding email eric.horlick@uhn.ca] the time frame of the study was from 1999 to 2017. A total of 783 patients were included in the study, of which 479 (61.2%) received an abbott amplatzer pfo occluder and an unknown number received abbott amplatzer septal occluder. The average age was 46.85 years and the majority gender was male. Comorbidities included dyslipidemia, smoking, deep vein thrombosis, pulmonary embolism, migraine, atrial septa aneurysm, thrombophilia, hypertension, diabetes, heart failure, chronic obstructive pulmonary disease, coronary artery disease, malignancy, and renal disease.

Event description:
N/a.

Manufacturer narrative:
B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "sex-based differences in long-term outcomes following transcatheter closure of patent foramen ovale for cryptogenic stroke". Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, smoking, deep vein thrombosis, pulmonary embolism, migraine, atrial septa aneurysm, thrombophilia, hypertension, diabetes, heart failure, chronic obstructive pulmonary disease, coronary artery disease, malignancy, and renal disease. Complications reported included death, surgical intervention (pacemaker), stroke, transient ischemic stroke, myocardial infarction, atrial fibrillation, bleeding; these complications are anticipated for the procedure and subject population. The reported off-label use was due to the use of amplatzer septal occluder for patent foramen ovale (pfo) closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the amplatzer septal occluder instruction for use (IFU) states: "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration." "The use of this device has not been studied in patients with patent foramen ovale."